Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost effective stimulation coverage sometime in (B)(6) 2017 due to lead migration after the ipg site got caught on a chair. X-rays were done on (B)(6) 2018 and it revealed the drg lead had migrated out of the foramen. Impedance readings were within normal values. As a result, the patient underwent surgical intervention wherein the lead was explanted and two new drg leads were implanted at l4 and l5. Effective therapy was restored post operatively.